Manufacturer narrative:
Although multiple requests were made, the customer's discharge date was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high as the customer did not think the pump was delivering insulin. The customer initially disconnected the infusion set tubing and did not see insulin exiting the tubing. The cartridge and infusion set were changed and insulin was observed exiting the tubing. However, after the customer reconnected to the pump, the bg level went high (1200 mg/dl). The customer was hospitalized for the high bg and ketones. The customer was treated with an insulin drip. A pump system check was performed using the current pump supplies and no device issue was found.

Event description:
Additional information received: the customer was discharged from the hospital on (B)(6) 2017.

Event description:
Customer reported to have received occlusion alarm. As the event had occurred in the past, troubleshooting could not be performed to determine a possible cause of the occlusion.